Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when conducting unit rounding, a float rn reported that when they worked in the ICU during one of their shifts they noticed that their device was not latched in place and kept popping off. There was patient involvement but no harm.